Manufacturer narrative:
A steris service technician inspected the unit and found that the spray arms to the washer's racks were damaged subsequently causing them to disconnect. Due to the spray arms disconnecting, this allowed water to directly spray towards the door seal subsequently causing water to leak from the unit and onto the floor. The technician repaired the amsco 7053 hp washer/disinfector manifold racks, ran a test cycle, confirmed the unit to be operating to specifications and returned the devices to service. The damage to the spray arms may be attributed to user facility personnel contacting the arms during loading or unloading of the racks. The damage may also be attributed to improper cleaning practices by user facility personnel. The operator manual states (pg. 159), "once a week, clean chamber rotary spray arm assemblies. If necessary, repeat appropriate cleaning procedure for each rotary spray arm assembly on manifold racks." User facility personnel were counseled on the importance of not contacting the spray arms during loading/unloading and weekly cleaning activities. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their amsco 7053 hp washer/disinfector onto the floor. No report of injury.